Event description:
A customer contacted beckman coulter inc., (bec), in regards to falsely low sodium (na) results generated by the unicel dxc 600i synchron access clinical system for 2 patient samples. The low results were not reported out of the lab. The samples were rerun on another instrument in the lab and those results were reported. The customer stated the difference in results was 5-10 mmol/l, but the data provided shows that the maximum difference in results was 6 mmol/l. Of the 8 sample printouts provided, the difference in results for only 2 samples exceeded assay precision claims and are considered erroneous. All results were provided, but only na results were erroneous. There was no death nor injury reported in connection with this event.

Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Bec field service engineer (fse) was dispatched to the customer site. The fse cleaned the flowcell and replaced the carbon bridge. The fse verified the instrument's performance. A clear root cause of this event is unknown.